Event description:
The customer reported that the device broke and locked during a case. No further info is available from the site. Upon receipt of the device at covidien, a preliminary investigation found that the device was self-activating.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.